Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned avenue l implant holder (pn ir90019r) for the failure of knob fracture off. Medical records were not provided for review. Device evaluation: visual inspection of the devices reveals that the knob has fractured off of item #ir90019r. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the cage holder broke at the end of the surgery. There were no patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the cage holder broke at the end of the surgery. There were no patient impacts.